Event description:
It was reported that at first when the patient had ¿wires in them,¿ symptom control was ¿very good¿ and it helped. Two weeks prior to the call, the patient started to have ¿runny¿ stools and their bowel movements were ¿like water.¿ the patient did not have much control of symptoms. It was noted the patient¿s daughter used the programmer to ¿increase the program,¿ but it did not make a difference. Stimulation had was adjusted two weeks after implant and recently. Stimulation was adjusted to 9v, but the patient did not feel stimulation. They felt it ¿very slightly¿ at first. During troubleshooting, the patient was not able to connect. The patient was not able to find the implant and therefore was not able to connect successfully. It was later reported the patient had a loss of therapeutic effect. It was noted the patient¿s diarrhea had gotten worse over the month prior to call. It was reported the patient had increased stimulation as high as they could. It was further reported that the patient¿s device was not working for the last couple of weeks and they had had no warning that it was time to go to the bathroom. The patient hadn¿t changed anything, including their settings, and the onset happened suddenly. The patient synced with their implantable neurostimulator (ins) and the patient programmer came up with the poor communication screen. The patient was not being able to adjust stimulation and repositioned the programmer or antenna over the ins. The patient was on program 1 at 8.5v with the lightning bolt and the patient didn¿t feel the stimulation. It was reviewed that the upper limit was reached. The patient had only used program 1 since implant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0dtk0, implanted: (B)(6) 2014, product type: lead. (B)(4).